Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of erratic blood results. Expected blood glucose test results not verified. Customer does not feel well and observed no symptoms. Medical intervention will be sought. Customer sought medical intervention on (B)(6) 2015. As well due to low blood glucose results. Currently taking insulin to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 87 mg/dl and 133mg/dl. Storage of product not verified. Test strip lot MFR's expiration date is 01/20/2018 and open vial date not verified. Meter memory not recalled.